Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. This report is filed on july 13, 2016. H3 other text: implanted device remains.

Event description:
Per the clinic, the patient experienced pain with external device use; subsequently, the patient was treated with topical steroids (date not reported).